Manufacturer narrative:
An event of one leaflet dislodged during implant was reported. The possible causes of the reported event include an external force applied to the valve leaflets that may cause structural damage, the use of a hard or rigid instruments to test leaflet mobility and oversizing of the valve. Information from the field indicated that the valve was attempted to turn with difficulty. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the potential cause of the reported incident was to turn the mechanical valve with difficulty. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
User facility medwatch report (B)(4) received that states "after suturing in the size 21 st. Jude regent valve in the patient, the surgeon attempted to turn the mechanical valve with difficulty. The surgeon attempted again and one of the valve leaflets broke off. The valve had to be explanted. A new valve was then implanted". It was reported that on an unknown date, a 21mm sjm regent heart valve w/ flex cuff was chosen for an aortic valve replacement procedure. During procedure, after suturing the valve in the patient the physician attempted to turn the mechanical valve with difficulty. The physician tried again and one of the valve leaflets broke off. The valve had to be explanted and new unknown size valve was implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment medwatch report # (B)(4).